Event description:
It was reported that guide wire tip detachment occurred. A 182cm luge¿ guide wire was selected however it was noted that the tip of the wire broke off.

Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag. The visual inspection was performed and only spring tip of the wire was received for analysis and it is deformed. The outer diameter (od) was taken and is according to its specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 182cm luge¿ guide wire was selected however it was noted that the tip of the wire broke off.